Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and sparc was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a mesh and lynx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat recurrent post hysterectomy vaginal prolapse, recurrent stress urinary incontinence, and hypermobility of urethrovesical junction. It was reported that the patient had the concurrent procedures of an exploratory laparotomy, lysis of adhesions, abdominal sacral colpopexy, and cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with exploratory laparotomy, lysis of adhesions, abdominal sacral colpopexy and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation in order to treat prolapse, stress urinary incontinence, and hypermobility of urethrovesical junction. It was reported that post insertion patient experienced pain, dyspareunia, vaginal scarring and urinary/bowel problems. (B)(4).